Event description:
It was reported, the camera head malfunctioned. The customer noticed ¿poor image quality¿ on the screen monitor. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: corrosion of connector contacts and corrosion of the adapter connection threads. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the information obtained from this complaint and the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head malfunctioned. The customer noticed ¿poor image quality¿ on the screen monitor. The issue occurred prior to an unspecified procedure. There were no reports of patient harm.